Manufacturer narrative:
The pod was returned for eval. No mechanical problems were found that would have caused or contributed to the customer's high bg levels. The pod had functioned as designed during testing. The adhesive pad was thoroughly evaluated and no abnormalities were observed. The pad was fully adhered to the pod when received. The adhesive pad welds were inspected and were found to be 100% complete with no voids. The customer stated there was a "small spot on this pod with not enough adhesive", though no evidence of this was observed during the eval. Based on investigation results, no issues with the adhesive pad were found that may have resulted in inferior adhesion, potentially causing the cannula to "come out" of the insertion site. A review of lot qualification records was performed - the lot passed the acceptance criteria.

Event description:
The customer stated she "has been having adhesive problems with the pods" and noticed a "small spot" on the subject device "with not enough adhesive." Despite this, she decided to wear the pod and "applied a band-aid" to secure the device to her abdomen. Nearly twenty-four hours after the pod was applied, her bg levels began to elevate; a high bg of 395 mg/dl was experienced and within an hour her level rose to 400 mg/dl with large ketones. It was around this time that she noticed "the cannula had come out." She deactivated the pod and applied a new one; a correction bolus was administered. Rather than waiting for her levels to lower, she had a friend take her to the hospital. Upon arriving at the hospital, her bg's "started to come down." Another bolus was administered and her levels continued to slowly decrease. The pod will be returned for eval. Note: neither the treatment received in the hospital nor her length of stay were provided.